Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's pacemaker could not be interrogated and that their atrial lead had dislodged. The dislodge was confirmed via x-ray. The pacemaker was explanted and replaced whereas the lead was capped and replaced on (B)(6) 2019. The patient was stable. Related manufacturer reference number: 2017865-2019-15490.

Manufacturer narrative:
The reported event of device unable to interrogate was confirmed and was consistent with normal battery depletion. Interrogation of the device revealed the device was at end-of-service level (eos) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.